Manufacturer narrative:
The local area sales representative was contacted for additional information. At this time, no further information is available. Should additional information become available, this report will be updated.

Event description:
Boston scientific received information that this pacemaker and another manufacturer's right ventricular (rv) lead exhibited high out of range pacing impedance measurements greater than 2,000 ohms resulting in activation of the lead safety switch (lss) feature. Additionally, noise and oversensing was observed while the lead was in unipolar configuration. Programming changes were made to sensitivity to reduce oversensing if the lead switches to unipolar configuration in the future. The patient was not pacemaker dependent. All other lead measurements were noted to be stable and within normal limits. No adverse patient effects were reported. This product remains implanted and in service.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Additional information was received that the lss feature was reset and the physician will continue monitoring.